Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Cross-over procedure during an acute thrombosis of the iliac-femoral tract. Doctor told me that it was a corpulent patient with a hostile groin so no option to go ipsilateral. Quite a steap bifurcation what probably caused fracture of the internal helix.

Manufacturer narrative:
Added data to d9.